Event description:
A medtronic rep reported that they felt inaccurate during an ent case. The rep said they performed a tracer registration but did not verify accuracy. They felt 4 mm inaccurate with the straight suction and 3 mm inaccurate with the microdebrider the whole time they were using them. There was no impact to the pt's outcome reported.

Manufacturer narrative:
Pt demographic was unk at the time of this report. No parts or files have been received by the MFR for eval.